Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a patient developed an infection after the cystonephrofiberscope was used for a diagnostic cystoscopy procedure. The patient experienced symptoms of "not feeling well" which began on (B)(6) 2025. A urine culture was positive for enterococcus and pseudomonas. The patient was treated with intravenous (IV) antibiotics. The patient's current condition is reported to be symptoms free. No further patient harm was reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on an olympus endoscopy support specialist (ess) visit to the user facility, the results of third-party testing, the device evaluation, and the final investigation. Updated fields: d9, h2, h3, h6, h11. An olympus ess visited the user facility on (B)(6) 2025 where training was provided on correct cleaning, disinfection, and sterilization of the device. Trainees were able to demonstrate the reprocessing procedure independently. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: insertion section. Cfu: unspecified. Bacterial identification: bacillus circulans. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: no growth. Bacterial identification: n/a. The device was evaluated, which revealed leaking from the insertion tube, stains on the image, an insertion tube tear/chemical damage. It was noted that a potential correlation has been observed between device damages and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Olympus was not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. Olympus could not confirm the customer findings. Based on the results of the investigation, a root cause could not be determined. The most probable cause of the reported adverse event was not established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.